Event description:
It was reported that during procedure, when the deployment knob was depressed to deploy t1, t2 implant fell off from the inserter needle with t1. Ts were removed from the site. No patient injury or delay was reported.

Manufacturer narrative:
One 72202469 fast-fix 360 reverse curve needle delivery system device returned. The complaint stated: "when the deployment knob was depressed to deploy t1, t2 implant fell off from the inserter needle with t1.ts were removed from the site." T1, t2 and suture were not returned. The delivery needle is visibly bent toward the left and bowed. The delivery needle curve has been manipulated. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Functional test was not successful. The device cycled and actuated but with drag due to the needle disfigurement. No root cause related to the manufacture of the device was confirmed.